Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the vent cap was difficult to remove. The user reported, the perforation that is supposed to allow the tab to go all the way up to the tip of the cap was not perforated all the way through, so there was no way to be able to lift the tab all the way up. The user had to use a scalpel to remove the cap. The cannula was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.